Manufacturer narrative:
Update of product code in section d2b, update of common device name in section d2a, update of lot code in section d4. Reported event: an event regarding subsidence (leading to revision) involving a hype scs 5 standard cementless stem was reported. Conclusion: a technical investigation cannot be carried out because the products have not been returned (devices remain implanted). Documentary investigation: lot: 1404121a. Order manufacturing: (B)(4) started in production. (B)(4) were taken for demonstration at the polishing stage. No non-conformities observed on this batch. (B)(4) placed on the market by serf in july 2014. No other complaints have been registered on this batch. In the absence of further information, the cause cannot be determined. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by serf.

Event description:
Now new information.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: secondary subsidence leading to length inequality.